Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a lot of smoke was in the tunnel of the vasoview hemopro and the alarm was sounding at the generator as if the device were activated. The device was immediately pulled out of the tunnel and the jaw was turning bright red as if it were a welding tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was lightly charred and cracked indicating boot burn. There was char and tissue buildup on the jaws. The heater wire was flexed away at the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. No smoke and/or steam which could be considered excessive was observed during the testing. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device and the investigation results, the reported failures "environmental particulates" and " device remains activated" were not confirmed. The analyzed failure modes "burn of device; burned boot" and "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a lot of smoke was in the tunnel of the vasoview hemopro and the alarm was sounding at the generator as if the device were activated. The device was immediately pulled out of the tunnel and the jaw was turning bright red as if it were a welding tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.